Manufacturer narrative:
The device was not returned and the lot number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set was difficult to disconnect from the patient's catheter. The issue was identified after completion of stem cell infusion. Various clamps were used to disconnect the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.